Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results of 36mg/dl and 75 mg/dl within 10 minutes. The customer's wife reported the customer had an episode of hypoglycemia during which he was unresponsive and was not able to self treat: 3:13 pm bg 39 mg/dl -wife poured juice down customer's mouth 3:18 pm bg=36 mg/dl -wife poured juice down customer's mouth 3:25 pm bg=75 mg/dl no further adverse event was reported. A request was made for the return of the meter and strips, replacement sent.